Manufacturer narrative:
Device evaluation completed on december 20 2020: during the visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed on the edges of the rupture consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Device identity as follow; cat#:3503251bc, lot#: 5663231. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left sided rupture and capsular contracture grade IV. (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a unknown mentor silicone prosthesis experienced left sided rupture and capsular contracture grade IV, and right sided ptosis post procedure. The surgeon mentioned that the gel in the left side was liquified. As a result patient underwent left capsulectomy and replacement with a mentor memorygel smooth round moderate plus profile, 475 cc and right mastopexy, partial capsulectomy with implant replacement with a mentor memorygel smooth round moderate plus profile, 300 cc silicone implant on (B)(6) 2020. This report is for the left prosthesis.